Event description:
It was reported that this patient felt different after a day of golfing. The physician found that this right ventricular (rv) lead exhibited noise that was being oversensed resulting in pacing inhibition. Troubleshooting was performed and the noise could be recreated and does inhibit pacing. The device was re-programmed, and the plan is to implant a new lead in the future. At this time, the lead remains in service. No adverse patient effects were reported.